Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. The cause of the condition could not be determined; however, a potential cause of the separation event is inadequate solvent bond. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced separation of a transfer set, further reported as "the dark navy blue part separating from the transfer set" and "the internal tubing was visible during the separation." The patient went to the hospital and the transfer set was replaced. The titanium adapter was not replaced. It was reported that the patient "was discharged the same day". On an unspecified date, the patient was diagnosed with peritonitis. It was not reported if the patient was admitting for the event. The patient received vancomycin and ceftazidime (dose, route, and frequency was not reported) as treatment for the event. At the time of this report, the patient outcome was not recovered. Action taken with pd therapy was not reported. No additional information is available.